Manufacturer narrative:
Retainer ring = black customer alleged pump was exposed to fluid, frozen screen, got unresponsive all button, beeping anomaly blank display. After battery installation, no blank display, frozen screen or beeping anomaly noted. However, device received with all buttons is not responding. Unable to perform displacement, sleep current measurement, active current measurement, self-tests due to button keypad anomaly. Cut and open the pump found moisture damage on the keypad connector, battery connector pcb1,j1/ pcb1, 40 pin flexible printed circuit/lcd/pcb1 during visual inspection. Device was testing with test keypad trace, keypad button still not response. Device had cracked case (battery tube), cracked battery tube threads. Device p-cap or test reservoir locks in place properly and no anomaly noted. In conclusion, keypad buttons unreasoned to keypad presses due to moisture damaged electronics assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had buttons and keypad unresponsive and blank display. Insulin pump was exposed to moisture. Customer stated that the display was not blank less than 30 seconds and did not return. Customer reported that display was blank currently. Insert battery alarm did not display on the insulin pump screen. Customer stated that the display did not return after insulin pump restart. No harm requiring medical intervention was reported. The device will be returned for analysis.